Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site saw an optical localizer faulted message while setting up for surgery. Site swapped navigation systems to continue set up. Troubleshooting included the clinical specialist (cs) opening the network device interface (ndi) toolbox and found the following messages: bump detector battery fault. Return for service; bump detected. Accuracy assessment recommended; and storage temperature exceeded. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821, lot#: p901265, h6: a manufacturer representative went to the site to test the navigation system. It was reported that the localizer faulted on the camera and the complementary metal oxide semiconductor (cmos) battery went bad. The 9735821 camera was returned to the manufacturer for evaluation. It was found that the returned positioning sensor unit (psu) has scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .511mm with a passing threshold of .250mm. Codes b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.